Manufacturer narrative:
Corrected information provided in e.4.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter stated a new PICC [peripherally inserted central catheter] catheter cracked at hub. Was easy placement, one poke and advanced easily with good blood return and flush. After initial xray, flushed catheter to maintain patency, and noticed flush leaking from hub/clave connection. Replaced with new clave, flushed with and without clave, and could visualize flush leaking from catheter hub. Had to replace catheter. Second placed (different lot number) and no leaking noted prior to confirming placement and securing line¿after procedure, could not visualize a crack in hub, but difficult to evaluate. Package saved and in nicu.